Manufacturer narrative:
The model number initially reported was for the device.

Event description:
The customer reported the battery is not charging. There was no report of patient involvement.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.